Manufacturer narrative:
Manufacturer control no (B)(4).

Event description:
It was reported during the PICC insertion. The console began to smoke. As a result, they stopped using the vps and the procedure moved forward without it. There was no delay in treatment and no patient death or complications reported.